Event description:
It was reported that, when an asymptomatic patient presented for normal follow-up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted and the patient was monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.